Event description:
Numerous patients were identified as having discrepant microbiology results. Tissue specimen gram stains were reported positive; gram positive cocci in short chains yet the cultures were negative. After further investigation, it was determined that the tryptic soy broth (tryptic soy broth) utilized for gram stain processing was contaminated. The use of all suspected contaminated tryptic soy broth has been discontinued. The distributor has been alerted.